Manufacturer narrative:
Concomitant products: product ID: 3537, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient has not had a bowel movement (bm) since the start of the trial evaluation. The patient also reportedly had to decrease stimulation because they thought that stimulation was interfering with their depression medication. The caller indicated that the patient was shaking and while attempting to change program the patient was unable to work the ens controller. The caller was unable to press the menu button on the controller in order to go into programs. A later call from the consumer indicated that the patient was now having a lot of bms and their healthcare provider (hcp) told the patient that this may be due to their antibiotics. The reason for the patient taking antibiotics is unknown. Patient status is unknown at the time of this report.